Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that patient profile was not showing due to disabled maintenance service. A technical support specialist enabled and restarted the service to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patient profiles were not showing, and nurses are unable to pull up patient medicine list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.